Event description:
Consumer reports too many lows with his meter. Has had the meter for 2 years and has been experiencing low reactions when his readings are hi/normal. Had to go to the emergency room for treatment due to low blood sugar reactions.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.